Manufacturer narrative:
Initial reporter facility full name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, water leaked from the outside of the y-shaped connection during foley catheter balloon inflation.

Manufacturer narrative:
Sample was not available for investigation. Therefore, the reported event was inconclusive. It is unknown whether the device had met relevant specifications. The product was use for urological care. Although a specific cause cannot be determined, a potential root cause for this event could be due to failed to detect leakage related defect due to automated leak tester malfunction that can caused premature deflation on leakers. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, water leaked from the outside of the y-shaped connection during foley catheter balloon inflation.